Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of noise had been seen a few days after the device was changed out in 2013. The noise could not be reproduced. Patient was asymptomatic. The patient will be monitored remotely.